Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received an alarm. The blood glucose reading was 57.6 mg/dl. Customer stated driver support cap was protruded. Advised customer to disconnect from the insulin pump and revert to back-up plan per health care professional's instructions. No further information was provided.